Manufacturer narrative:
Review of proc ID#(B)(4) video shows patient movement during the first and second arcuate incisions. This may have led to full thickness arcuate incision at time of procedure system functioned as designed. 1 day po, wound was closed and va without correction was 20/200, 1 week po va without correction was 20/100, sutures still in place. Another po will be completed within 90 days. This far patient is doing well. No further clinical follow-up required.

Event description:
On (B)(6) 2025, while cas was on-site for surgery support, doctor ((B)(6)) reported that on (B)(6) /2025, they noted a full thickness arcuate incision during procedure ID #(B)(4).